Event description:
It was reported that the device was used during a gastric bypass. "It was reported that the device". Antoher device was used to complete the case. There was no consequence to the pt.